Event description:
It was reported that during an implant attempt of the subject device, connection difficulties were incurred since it was not possible to fully insert the associated lead into the ventricular port. It was also indicated that a second lead could not be fully inserted, as well. Another pacemaker was implanted instead.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.